Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leaking tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: based on the investigation, the most likely root cause has been identified for tubing leakage with pbbcs, and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Refer to the referenced CAPA for related corrective and preventive actions.

Event description:
It was reported that the customer noticed several occurences of blood leaking from the tubing of the bd vacutainer® push button blood collection set. No serious injury or medical intervention reported.